Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem - correction/additional information g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a sensor failure occurred. The patient experienced a sensor failure which occurred the day the sensor was inserted into the abdomen on (B)(6) 2024. Of note, the patient had multiple failures for the past days, the last sensor she inserted failed on (B)(6) 2024 after the warm-up. This complaint captures information regarding the patient's 6th sensor failure which failed around 9pm. Eventually after the 6th sensor had failed, the patient ran out of supplies at this point. On (B)(6) 2024 around 7am, the patient came home from work and felt dizzy and was vomiting. The patient¿s mother-in-law brought the patient to the ER (emergency room). At the ER, the patient was diagnosed with diabetic ketoacidosis and admitted to the ICU (intensive care unit). The patient was treated with an IV insulin drip, potassium, and bicarbonate. The patient was still in the ICU recovering at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure occurred. Date of event is an approximation. The patient experienced a sensor failure which occurred the day the sensor was inserted into the abdomen. Of note, the patient attempted to insert 6 new sensors, and all resulted in sensor failure. This complaint captures information regarding the patient¿s 6th sensor failure. Eventually after the 6th sensor had failed, the patient ran out of supplies at this point. On (B)(6) 2024 around 7am, the patient came home from work and felt dizzy and was vomiting. The patient¿s mother-in-law brought the patient to the ER (emergency room). At the emergency room, the patient was diagnosed with diabetic ketoacidosis and admitted to the ICU (intensive care unit). The patient was treated with an IV insulin drip, potassium, and bicarbonate. The patient was still in the ICU recovering at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data investigation confirmed a sensor failure as a sensor failure during warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.